Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018 the patient was presented to the emergency department with a persistent nosebleed with clots and dark stools. The bleeding resolved with packing and the patient was discharged. The patient's inr was 2.2. The patient continued to have persistent nosebleeds at home. On (B)(6) 2019 a left interior turbinate was cauterized as an outpatient. Intermittent bleeding persisted and a bipolar cautery was performed on (B)(6) 2019 after which bleeding mostly resolved.

Event description:
The event reportedly resolved completely on (B)(6) 2019.

Manufacturer narrative:
Section b5, d4;h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information; however, no further information was provided by the account. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2020, when the patient ultimately expired (related MFR # 2916596-2020-03548). The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.